Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic total gastrectomy, the surgeon could place the orvil onto the stump of the esophagus, but could not connect it with the handle. The orvil came into the stump of the esophagus. To correct the problem, the surgeon converted to an open procedure and the orvil was removed. Anastomosis of the esophagus jejunum was performed with another device.

Manufacturer narrative:
As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of historical complaint data displayed no increase in trends.